Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reporting trouble with the connect for probably about 2 weeks. Pt stated it 'doesn't want to connect to adjust the level'. Pt stated it is searching for the communicator and then sometimes it connects and sometimes it doesn't. Agent had a very difficult time understanding what the issue was. Pt added that when they do get connected to try and 'change the level', it keeps jumping back when they raise intensity and the circle just spins. Pt stated they raise it up and still have terrible pain. On the call, pt tapped on my stim app and entered without any issue and saw therapy was on. Pt stated last time they were at the hcp office, they were told to call patient services. The issue was not recreated on the call and not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issues. Pt mentioned that they have an appointment with their doctor on monday.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that the new settings was installed and somehow the issue was resolved, still having issues connecting.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received rep. Medtronic rep called reporting that they met with patient in clinic. Caller reset the communicator and handset and the patient was still experiencing issues connecting to the implant. Agent reviewed information and sent a request to repair to replace the communicator. Handset continues to freeze in the middle of attempting to connect to the implant with the communicator/handset.